Event description:
A pediatric pt was in the operating room being monitored. The staff was having problems with the monitor when the pt coded. The co2, pulse ox, and invasive bp were showing question marks. The key was cycling tryng to obtain a pressure. The pt was transferred to pediatric ICU. The current status of the pt is unknown.